Event description:
Per report, during a transapical tavr procedure, there was a small tear in the ventricle from the purse string suture, not the ascendra sheath. There was some bleeding, but the patient did not require transfusion. The physician decided to go on bypass as a precaution. Upon insertion of the peripheral cannula, the right atrium was ruptured. This did result in blood loss and 4 units of blood were given to the patient by the conclusion of the case. The atrium was repaired and the patient was left intubated over night. The patient is improving day by day.

Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention. The majority of apical bleeding complications are related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In addition, according to the available literature, friable tissue may predispose the elderly patient population to the development of apical access site complications. In this case, the point at which the tear occurred is not clear (prior to insertion of the edwards sheath, or at the end of the procedure); however, it was reported that the lv tear occurred from use of the purse string suture. It is possible that the patient's advanced age- (B)(6) contributed to the event. The events that ensued after, were not a result of an edwards's device, but related to the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.